Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: problem reported: ventilator not working (tf: 231007,231008) (o2 valve leak). No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: problem reported: ventilator not working (tf: 231007,231008) (o2 valve leak) no patient harm or consequences.